Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet mobile app was not displaying synced data despite repeated reinstall, resync attempts, and software or firmware updates, and the device was described as unavailable until replacement resolved connectivity. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting, app reinstallation, data resynchronization attempts, operating system compatibility review, and device replacement to restore function. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.